Event description:
It was reported that the patient received an occlusion alert while using the ilet system and had elevated blood glucose at 261 mg/dl; the caller was advised to change infusion supplies given the impact to glucose, and the patient agreed after noting the set had been in place for more than three days and that the cannula was not bent (inset 23" 6 mm). Customer care provided support that included technical support review and user-guided troubleshooting related to insulin delivery and infusion set function. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with user concern for possible contribution from a prefilled cartridge. No symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education. It was concluded that an occlusion could not be confirmed and that hyperglycemia had an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.